Manufacturer narrative:
The customer was contacted at (B)(6) hospital & healthcare, and the customer stated that he called tech support back in october 2021 for some installation instructions about the o2 regulator. After replacing the o2 regulator, the ventilator went inoperable with error code 4009, and the o2 was set to zero; the flow reads 309 lpm. After checking all the components, he noticed that one of the pins of the oxygen sensor got bent. After fixing the pin and replacing the flow sensor and o2 regulator, the unit was working fine and returned to service. The customer stated all the parts were scrapped and no longer available to be returned.

Manufacturer narrative:
The customer contacted remote service engineer and needed to know if parts were available for the esprit ventilator. The customer claims the unit has an internal leak. The unit is not in front of him, so the remote service technician was not able to troubleshoot. The remote service technician informed the customer that if the unit is turned off and oxygen (o2) is connected and a leak is heard, then check the o2 regulator. The remote service technician informed the customer to call back or email when in front of the unit. The customer emailed back the remote service engineer and stated, the unit is leaking with o2 connected and the unit is turned off. The customer will order o2 regulator and install it. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. Attempts are being made to confirm the repair details of the unit. The repair details are pending.

Event description:
It was reported to philips that the device had an internal leak. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.